Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (bg value not provided) and food was consumed. The cause of the low bg was not identified. Due to the consumption of food, bg elevated to 500 mg/dl and a bolus was delivered.